Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of the product leaking could not be verified due to the product not being returned for failure investigation. A device history record review for model 10010454 lot number 22015544 was performed. The search showed that a total of 23,043 units in 1 lot number was built on (B)(6) 2022. The root cause of this failure could not be identified without a failure investigation. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Medwatch report # mw5110218.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: patient receiving chemo experienced chemo leak with bd alaris pump infusion set.